Event description:
During routine testing of the device, the service technician reported a pinched wire was discovered during testing of the device after repairs were made. The monitor was originally returned for failure to power up, and a burn smell. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Device eval in progress, but not yet concluded.